Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm)  broke out from under the patient's skin. The device was explanted. No further patient complications have been reported as a result of this event.